Event description:
It was reported that the device had a power on reset (por) and the data was lost due to the patient welding. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.